Event description:
Physician at (B)(6) outpatient surgery center (B)(6), was using a trilliant surgical 3.0/4.0mm cannulated drill bit (210-40-001) to perform a 5th metatarsal avulson repair. During the procedure, the drill bit split and contributed to a small fracture of the pt's right foot. The physician used crushed bone graft to fill in the area and secured it with a washer and screw. Trilliant was notified of the event on (B)(4) 2013. Due to "company policy", (B)(6) would not release product involved to trilliant for inspection/testing and only provided photos of the damaged part.

Manufacturer narrative:
Since the involved device was not returned to the properly evaluated, only probable causes were identified. Here are probable causes: drill bit may have come in contact with the k-wire - physician denied that there was bending. If this were the case, the IFU already cautions users about bends and provides method to avoid them; drill bit may have come in contact with dense object; cannulation of the drill may have been misaligned. If this were the case, this device was previously revised to include a specification to check concentricity. (B)(4). Additional pt injury is unlikely. Without the device test, the results of this investigation are inconclusive.